Manufacturer narrative:
Summary of evaluation: evaluation revealed the distal drive pin fractured flush to the shaft at both ends. No other discrepancies were observed. The device appeared to be used extensively. This device has been discontinued. An improved device is available to perform the same function. Section f1-12: info has been requested from the user facility and is unobtainable.

Event description:
Reporter stated, the impactor studs broke off on both sides, near the locking sleeve. Therefore, the leaves at the tip would not open. A spare impactor was used to complete the surgery. This event did not cause any adverse consequence to the pt or delay in surgical or anesthesia time.